Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, confirmed error did not appear again, and successfully started new sensor session.